Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the damaged oxygen sensor cable. Fsr already completed the work on this vent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported an o2 failure on the avea ventilator. They could not get it to adjust. At this time, there is no information regarding patient involvement associated with the reported event.